Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted for other/non-product experience. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead was used as part of a temporary pacing system. Lead was explanted and no allegations made against the product. No adverse patient effects were reported.